Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that on (B)(6) 2018, she had to be hospitalized with her blood glucose reading greater than 13.9 mmol/l (250 mg/dl) and addison's disease. She was feeling very ill and vomiting. At the hospital, she was treated for nausea and vomiting as it is a symptom of the addison's disease. They also gave her cortisone for her addison's disease. On (B)(6) 2018, early morning (2:00 am) she checked herself out of the hospital as she was not given anything to drink and was vomiting at that time. She confirmed that she was not treated for diabetes and continued to wear her pod when she went home.